Event description:
A report was received that the patient had pain at the ipg site. It was also noted that the patient had hematoma at the incision site. It was believed that the hematoma was procedure related. The patient underwent a pocket revision procedure and was doing well postoperatively.